Event description:
A 6f angio-seal vip was deployed after a diagnostic left heart catheterization. Pulses were present upon discharge to the observation area. Later in the evening, the pt complained of numbness and tingling in the right leg. A CT revealed the angio-seal device had migrated to the distal popliteal artery. Surgical exploration, thrombectomy, and surgical repair of the popliteal artery was performed. A subsequent surgery was performed due to loss of pulse following the initial surgical procedure. The pt was recovering post procedure.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which confirmed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.